Manufacturer narrative:
The device was returned for evaluation. The exposed portion of the soft cannula was found to be torn at the opening of the cannula window. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. The downloaded data returned an alarm, indicating that a command was not received. Investigation found no defects or deficiencies that would contribute to the reported high bg (blood glucose) levels or associated error code. A root cause could not be conclusively determined.

Event description:
The patient's blood glucose reached greater than 250 mg/dl while wearing the pod longer than 48 hours. As treatment a new pod was applied.